Event description:
This information qualifies as a complaint because the surgeon reported a broken implant at the most recent follow up. Original fracture treatment was done (B)(6) 2014. A follow up on (B)(6) 2014 indicated a broken implant by x-ray. No subsequent surgery record was reported but based on additional follow up x-ray, an exchange nail was done to correct the issue. The x-ray indicating an exchange nail operation was dated (B)(6) 2014. Apparent cause of the failure was full weight bearing on a non-union. Fracture repair and healing is always unique to the patient and the fracture. Guidance on best practice for sign im nailing surgery is included in the sign technique manual. No one can predict a non-union or a failure. Therefore, no corrective action is indicated or would help prevent this type of situation from happening again.